Event description:
User states they experienced irritation in the right (od) eye five days after instilling a new contact lens. The following day the paint experienced pain and had difficulty opening the eye and sought medical treatment. The patient states they were diagnosed with pseudomonas aeruginosa and required a corneal transplant. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis and lack of medical information.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or non-conformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.